Event description:
Lap chole: "dr (B)(6) placed trocars at start of case with no issues. During the case she noticed that intraabdominal pressure started to increase, anesthesia noticed that pt's co2 increased and her visibility was decreasing. Then she noticed crepitus around trocar sites in lower abdomen and she also stated that she was having trouble with trocars slipping out so she had to switch all trocars to longer trocars. She believed the trocars could have caused gas to leak into the peritoneal space which increased the pt's co2 and caused the trocars to no longer reach. Pt status: stable; intervention: anesthesia had to bag pt to blow off excess co2, surgeon had to switch insufflation to a different port."

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root causes of the incidents. All trocars are thoroughly inspected and tested 100% for leakage during the manufacturing process. It is possible that improper placement of the trocars and/or the selection of trocars of insufficient length contributed to the purported preperitoneal insufflation. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A final report will be sent once the results have been analyzed.